Event description:
Pt's mother reported: pt received a blood glucose reading of 66 mg/dl on (B)(6) 2010 at 8:00 p.m., pt ate. Mother stated at 10:00 pm, the pt's blood glucose reading was 295 mg/dl; administered 2.2 units of insulin via the infusion device. Mother reported pt changed the infusion set at 12:00 am and then at 1:00 am pt's blood glucose reading was 292 mg/dl. Pt's normal blood glucose reading is 100 mg/dl. Pt's mother stated the infusion device did not show an e4 (occlusion) error. Pt is using a competitor's infusion set. Pt is new to pump therapy. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.